Event description:
It was reported during a pulmonary vein isolation procedure, after crossing the septum with the agilis nxt introducer, the pt's blood pressure began to slowly drop. Upon crossing the septum with an across transseptal sheath, a 7f reflexion spiral was placed into the left atrium and then the physician did a sheath exchange for the 8.5f agilis nxt (med curl). The coolpath ablation catheter was placed in the agilis and advanced across the septum next to the transseptal puncture site. Once the ablation catheter was in the left atrium, the physician advanced the agilis over the ablation catheter into the left atrium. Left atrial anatomy was collected utilizing the reflexion spiral catheter. Upon creation of the left atrial model for the ensite velocity mapping system, the physician did approximately 3-5 ablations around the right superior and inferior pulmonary veins. The blood pressure was slowly continuing to fall (from 130/90 to 70/40). At this point, the physician removed the two sheath from the left atrium and ceased the delivery of heparin. An echocardiogram revealed a pericardial effusion and an emergent pericardial tap procedure was conducted. Approximately 500cc of fluid was removed from the pt's pericardial space. The pt is reportedly stable. It is unk as to which device may have caused the pericardial effusion.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records is not possible as the lot number is unk. The cause for the reported effusion remains unk. (B)(4).